Event description:
The patient underwent implantation of a synchromed pump and catheter in 1998 for infusion of intrathecal pain medication. The manufacturer's representative received the following complaint which alleges "the patient received a medtronic itrel ii system and later a synchromed pump and later reportedly experienced infections following both implants. The itrel system was removed. The patient's hygiene was very poor. The patient is using his doctors, claiming they did not respond to infections properly.